Manufacturer narrative:
Investigation - device was not returned for evaluation. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale: with the lack of information and no product available for analysis, a definitive root cause for the problem cannot be determined. Corrective action: according to (B)(4) (corrective action & preventive action) there is no CAPA necessary.

Event description:
It was reported that there was an issue with activl superior keel endplate. Unspecified activl devices were implanted during a total disc replacement (tdr). It was noted that the superior keel endplate had migrated anteriorly several days after this surgery. Further details were not provided. A revision may be required.